Event description:
A biomedical engineer reported a system message displayed during a surgical procedure. An alternate system was used to complete the case. Add'l info was received from a nurse indicating there was no pt harm or delays to the procedure.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).